Event description:
The nurse was called to the bedside to address a shrill alarm. The rn found the triple channel pump alarming malfunction and no longer infusing the IV fluids or inotrope drips. Alarm code on the pump read "malfunction e321". New pump obtained and IV fluids re-started. No patient harm.